Manufacturer narrative:
Product event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
After a bles procedure, when the steri strips were removed from the biopsy site, the patient had developed erythema. The subject was prescribed an antibiotic as a treatment for the event.